Manufacturer narrative:
(B)(6). Product investigation summary: one va lockscr ø2.7 head 2.4 self-tap l60 ta (part 04.211.060s / lot 9328329) was received. The complaint also mentioned va-lcp prox olecr plate 2.7/3.5 le 2ho l73 (part 04.107.102s / lot 7946503) was involved with the complaint; however, the device was never returned and was used to complete the procedure mentioned above and therefore no evaluation could occur for the plate. Upon visual inspection of the implant, it can be seen that the proximal end of the screw has been broken off from the rest of the implant. Specifically, the screw head sheared off from the shaft of the screw. A root cause could not be determined, but it is most likely that the screw was inserted without the use of the torque limiting attachment for locking, causing the screw to experience a greater force than it could withstand. As a result, the screw head sheared off. Another possibility is that a power tool was used for final tightening, resulting in a greater than normal force that the screw head could not withstand. It is recommended that the screw head not engage with the plate hole while inserting with power. Screw engagement and final locking must be done manually with the 1.2 nm torque limiting attachment. The va lockscr ø2.7 head 2.4 self-tap l60 ta can be utilized in 2.7mm/3.5mm variable angle lcp elbow system. The plates are used for various fracture types around the olecranon and ulna areas. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to the complaint conditions mentioned above. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that please note: this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), manufacturing date: 19th january 2015, expiry date: 1st january 2025, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product. Article was manufactured in the us under article number 04.211.060 with lot 7845062. Manufacturing location: (B)(4), manufacturing date: 12/15/2014, part #: 04.211.060, lot#: 7845062 (nonsterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 60mm. Lot was release to the warehouse on 12/15/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional medical intervention that was required due to the screw breakage (plate needed to be removed so that metal debris could be extracted from the wound). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an osteosynthesis with a variable angle (va) olecranon plate was applied to a left proximal olecranon fracture during a surgical procedure on (B)(6) 2015. Two (2) k-wires and a suture-wire were used to fix the fractured bone. The wires were indwelling. A proximal olecranon plate was placed to cover the wires and fixed with cortex screws. The proximal and distal holes of the olecranon plate were fixed with va screws. The surgeon decided to use a va screw (60mm) for the distal third hole. The surgeon inserted the screw into the hole and turned it, manually. When the screw head and plate were almost touching, the screw head broke. Therefore, the surgeon removed all screws and the plate. The debris of the broken screw was removed via jacobs chuck. Then, the surgeon restarted the process by placing the plate, and finished with inserting a screw (30mm) next to the distal hole where the breakage of the reported screw previously occurred. A screw was not placed into the whole where the breakage occurred. The procedure was completed with a ten (10) minute surgical delay. This report is 1 of 1 for (B)(4).